Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable and the patient has pain at the ipg site. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg was not inoperable as previously reported, therefore this event is no longer reportable.

Event description:
Additional information received reports that the patient's ipg was not inoperable as previously reported, therefore this event is no longer reportable.